Event description:
It was reported that the patient had difficulty charging the ipg as it took a long time to charge and depletes quickly. The patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was discarded by the medical facility.